Manufacturer narrative:
Report inconclusive. No eval was performed, as the part was not returned. If the product is returned in the future, a complaint investigation will commence. No deviations were noted in the device history record. This is the first complaint of this type for this product and lot combination. On follow-up, it was confirmed that there was no pt impact reported. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to pt, operator and/or operating room staff."

Event description:
It was reported that "during a craniotomy, the craniotome blade broke into two pieces: a piece remained into the craniotome, the other one remained fit in the pt's cranial bone. The doctor had then to extract the blade and he used a new blade to finish the craniotomy. "It was reported that there was no pt impact. On follow-up, it was noted that a piece of the pt's bone had to be extracted due to the broken piece being lodged in the bone. It was confirmed that there was no pt impact reported.